Event description:
It was reported that the pump is not delivering full boluses. On (B)(6) 2026 the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 500 mg/dl and ketones that were identified as dangerous by a healthcare professional. The customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.